Manufacturer narrative:
Updated fields: b4, g4,g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. While reviewing the fault logs, the fse observed "fos continuous bit failed" and no other alarms were logged. Further more, during inspection of the iabp, the stm found broken fiber optic sensor connector. The sensor connector was replaced to resolve problem (d012-00-1562 cbl assy,for sensor extension). Subsequently, the stm perform all functional, pneumatic and fiber optic and electrical safety tests. Unit passed tests and it was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the fiber optic was not working correctly in the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.